Manufacturer narrative:
The complaint investigation included a search for similar complaints, trending data, labeling, and device history records. A review of the results stated in the ticket text was also performed. In-house testing of reagent lot 15113fn00 was completed. Return testing was not completed as returns were not available. A review of tickets determined that there is normal complaint activity for the architect hbsag assay, lot number 15113fn00. Review of tracking and trending reports did not identify any related trends for the issue for the product. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Labeling was reviewed and found to adequately address the issue under review. In house testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect hbsag assay, lot number 15113fn00 was identified.

Manufacturer narrative:
Patient identifier: multiple = sids: (B)(6). All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained false nonreactive architect hbsag qualitative results on two patients. The customer was initially questioning the big difference between the original reactive results (5.37 s/co) vs the repeats (41.55 / 37.80 s/co). This lead the customer into repeating the test the following day which generated nonreactive results. The following results were provided: on (B)(6) 2020, sid: (B)(6), generated initial result = 5.37 s/co (reactive), repeated 41.55 s/co (reactive), 37.80 s/co (reactive), 0.18 s/co (nonreactive), 0.17 s/co (nonreactive), confirmatory result = 0.74 s/co % neutralization = 106% (confirmed reactive). Sid: (B)(6), generated initial result = 2.90 s/co (reactive), repeated 1.71 s/co (reactive), 0.79 s/co (nonreactive), 31.75 s/co (reactive), 30.26 s/co (reactive), 10.41 s/co (reactive), 10.35 s/co (reactive); (reference range <1.00 = nonreactive, >/= to 1.00 = reactive). Sid: (B)(6) and sid: (B)(6) generated nonreactive results at a reference lab. The customer did not perform confirmatory testing for the sid (B)(6). No result was released to the provider. No impact to patient management was reported.